Event description:
The affiliate alleged the customer reported elevated (B)(6) surface antigen ((B)(6)) results for one pt involving unicel dxl 800 access immunoassay system. The erroneous results were released out of the laboratory. There has been no report of pt injury or change in pt treatment associated with this event. The customer supplied beckman coulter, inc. In (B)(4) with the pt sample for further analysis.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. Testing at beckman coulter customer product line support (cpls) laboratory confirmed the customer's results were falsely high due to interfering substances in the pt sample. Product labeling: for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the pt sample. Pts who have been regularly exposed to animals or have rec'd immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Human anti-mouse (hama), that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in pt samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of pts suspected of having these antibodies. The access hbsag (surface antigen) results should be interpreted in light of the total clinical presentation of the pt, including: symptoms, clinical history, data from add'l tests and other appropriate info. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4)2008 through (B)(4) 2010 for add'l reportable events.